Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s work order search: no additional similar complaint type events within associated lots were found. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon attempted to implant a 13.2mm vicmo13.2 implantable collamer lens, -4.0 diopter, in the patient's left eye (os) . The surgeon noticed a crack in the lens; the device was not used. The lens was exchanged for an identical model and diopter.